Event description:
It was reported that during a lap cholecystectomy the device was used to ligate the cystic duct and artery. The clips didn't close properly and fell off the ligated structure. A new device was used to finish the procedure. No patient consequence. One device returning.

Manufacturer narrative:
Info anticipated, but unavailable at this time.